Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4) ) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("extra-osseous inflammatory process in pelvic area") in a female patient who had essure (batch no. C26932) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), iron deficiency ("iron deficiency"), allergy to metals ("allergy to nickel"), sacroiliitis ("inflammation of sacro-iliac joints"), arthralgia ("joint pain"), musculoskeletal pain ("musculoskeletal pain"), weight increased ("weight gain of (B)(6)"), gastrointestinal disorder ("gastrointestinal problems"), face oedema ("facial oedema"), erythema ("facial erythema"), upper respiratory tract inflammation ("ent inflammation"), inflammation ("palmar-plantar inflammation"), plantar fasciitis ("plantar fasciitis"), antinuclear antibody increased ("increased antinuclear antibodies (160)"), sialoadenitis ("grade-2 sialadenitis"), cognitive disorder ("cognitive disturbances"), fatigue ("major fatigue"), asthenia ("lack of energy") and general physical health deterioration ("poor general health"). The patient was treated with iron and surgery (removal of inserts by salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, iron deficiency, allergy to metals, sacroiliitis, arthralgia, musculoskeletal pain, weight increased, gastrointestinal disorder, face oedema, erythema, upper respiratory tract inflammation, inflammation, plantar fasciitis, antinuclear antibody increased, sialoadenitis, cognitive disorder, fatigue, asthenia and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for allergy to metals, antinuclear antibody increased, arthralgia, asthenia, cognitive disorder, erythema, face oedema, fatigue, gastrointestinal disorder, general physical health deterioration, inflammation, iron deficiency, musculoskeletal pain, pelvic inflammatory disease, plantar fasciitis, sacroiliitis, sialoadenitis, upper respiratory tract inflammation and weight increased with essure. The reporter commented: follow-up in internal medicine at hospital centre since 2016. Scintigraphy test showed, among other things, an extra-osseous inflammatory process in pelvic area. Infusion of iron for 6 months.. Regression of pain after surgical removal of inserts by salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: 160 (elevated) scintigraphy - on an unknown date: an extra-osseous inflammatory process in pelvic area (among other things) further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and presented extra-osseous inflammatory process in pelvic area. Essure inserts were removed by salpingectomy 2 years and 5 months after its implantation. Pelvic inflammatory disease is anticipated according to the reference safety information for essure. Other non-serious events were also reported. Essure system may become a vehicle for microbial transport in the upper genital tract and therefore, contribute to the occurrence of pelvic inflammatory disease. Considering essure localization in fallopian tubes and the nature of the event, causality cannot be excluded. This case was regarded as incident, due to serious injury related to essure and because the removal of device was required. A product technical analysis is being sought. Further company follow-up is not possible.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 02-may-2017. The most recent information was received on 13-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("extra-osseous inflammatory process in pelvic area") in a female patient who had essure (batch no. C26932) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), iron deficiency ("iron deficiency"), allergy to metals ("allergy to nickel"), sacroiliitis ("inflammation of sacro-illiac joints"), arthralgia ("joint pain"), musculoskeletal pain ("musculoskeletal pain"), weight increased ("weight gain of 25 kg"), gastrointestinal disorder ("gastrointestinal problems"), face oedema ("facial oedema"), erythema ("facial erythema"), upper respiratory tract inflammation ("ent inflammation"), dermatitis ("palmar-plantar inflammation"), plantar fasciitis ("plantar fasciitis"), antinuclear antibody increased ("increased antinuclear antibodies (160)"), sialoadenitis ("grade-2 sialadenitis"), cognitive disorder ("cognitive disturbances"), fatigue ("major fatigue"), asthenia ("lack of energy") and general physical health deterioration ("poor general health"). The patient was treated with iron and surgery (removal of inserts by salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, iron deficiency, allergy to metals, sacroiliitis, arthralgia, musculoskeletal pain, weight increased, gastrointestinal disorder, face oedema, erythema, upper respiratory tract inflammation, dermatitis, plantar fasciitis, antinuclear antibody increased, sialoadenitis, cognitive disorder, fatigue, asthenia and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for allergy to metals, antinuclear antibody increased, arthralgia, asthenia, cognitive disorder, dermatitis, erythema, face oedema, fatigue, gastrointestinal disorder, general physical health deterioration, iron deficiency, musculoskeletal pain, pelvic inflammatory disease, plantar fasciitis, sacroiliitis, sialoadenitis, upper respiratory tract inflammation and weight increased with essure. The reporter commented: follow-up in internal medicine at hospital centre since 2016. Scintigraphy test showed, among other things, an extra-osseous inflammatory process in pelvic area. Infusion of iron for 6 months.. Regression of pain after surgical removal of inserts by salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: 160 (elevated); scintigraphy - on an unknown date: an extra-osseous inflammatory process in pelvic area (among other things). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic inflammatory disease. The analysis in the global safety database revealed 55 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.